Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated corrosion at the forceps channel port and foreign objects at the channel mount unit were found. There was no patient involvement.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion at the forceps channel port the cause was traced to a component failure. Regarding foreign objects at the channel mount unit, the cause could not be established. Olympus will continue to monitor field performance for this device.